Manufacturer narrative:
Updated analysis of lead model 3093-28 lot # v304386 showed stim lead distal end conductor broken and stim lead proximal end conductor broken.

Event description:
It was reported that the surgeon tested the leads and they showed as defective. The surgeon decided to do a complete system change. There was no patient injury.

Manufacturer narrative:
Programmer: model 3037, (B)(4), lead: model 3093-28, lot# v304386, implanted: 2009 (B)(6) explanted: 2011 (B)(6).

Manufacturer narrative:
Final analysis of neurostimulator, model 3058, serial # (b)(4,) showed functionally ok; insignificant anomalies. Shield/can observations: scratched; burn marks (suspected cautery). Good, stable output. All electrodes referenced to one elect. Final analysis of lead, model 3093-28, lot # v304386, showed proximal end stretched and conductor(s) stretched. Broken conductor circuit # 0; location 2.3 cm at connector crimp sleeve measured from proximal end. Broken conductor circuit # 3; location 2.5 cm at electrode crimp sleeve measured from distal end. Outer insulation intact. Distal end stretched. Open circuit # 0 and # 3; no shorts between circuit.